Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08745 inches. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call they have experienced high blood glucose levels, was in the hospital for diabetic ketoacidosis, and that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was in the hospital and was assisted with high blood glucose troubleshooting. The customer's blood glucose level was 361 mg/dl at the time of the incident and was 197 mg/dl during the call. The customer added that on (B)(6) 2017 to (B)(6) 2017 their blood glucose level was at 400 mg/dl and had two instances where it went down to 361 mg/dl and 315 mg/dl. The customer was taken to the hospital with a blood glucose level of 286 mg/dl on (B)(6) 2017, but added that the blood glucose level was 427 mg/dl at their home. The customer stated that they were wearing the insulin pump during hospitalization. The customer was still in the hospital during the call. The customer also added that on the 8th, they also could not come down from 400s mg/dl. Per motor error troubleshooting, the insulin pump will be returned for analysis.